Event description:
When the customer run the ventilator connected to a pt, an alarm technical error 11 indicating an open safety valve occurred. There was no pt injury. At performed test it was not possible to reproduce the reported problem.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet . Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.